Manufacturer narrative:
Na

Event description:
It was reported by the field service center that the ventilator had no flow during testing. The ventilator was not connected to the patient when the reported problem occurred.